Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that after successful isolation of the left-sided veins, the farawave catheter was positioned in the right inferior pulmonary vein (ripv) in flower configuration. The guidewire was advanced, and multiple pulsed field ablation (pfa) applications were delivered in both flower and basket positions at the ripv antrum and ostium. When preparing to move to the right superior pulmonary vein (rspv), resistance was encountered during retraction of the rosen wire into the farawave catheter. Attempts to advance the wire were unsuccessful. Approximately 2 cm of the wire remained outside the catheter, and the catheter was returned to neutral and removed from the patient. Upon examination outside the body, the wire could not be advanced or retracted. No tissue was seen at the tip of catheter. A new catheter and wire were used to complete the procedure. The procedure was completed using different farawave catheter. No patient complications occurred. The product is expected to return for analysis.

Event description:
It was reported that after successful isolation of the left-sided veins, the farawave catheter was positioned in the right inferior pulmonary vein (ripv) in flower configuration. The guidewire was advanced, and multiple pulsed field ablation (pfa) applications were delivered in both flower and basket positions at the ripv antrum and ostium. When preparing to move to the right superior pulmonary vein (rspv), resistance was encountered during retraction of the rosen wire into the farawave catheter. Attempts to advance the wire were unsuccessful. Approximately 2 cm of the wire remained outside the catheter, and the catheter was returned to neutral and removed from the patient. Upon examination outside the body, the wire could not be advanced or retracted. No tissue was seen at the tip of catheter. A new catheter and wire were used to complete the procedure. The procedure was completed using different farawave catheter. No patient complications occurred. The product is expected to return for analysis. Multiple attempts were made to obtain information regarding the return and unfortunately we were unable to ascertain the most current location of this product. Should this product be received in the future, a supplemental report will be provided.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of a stuck guidewire. Images were reviewed by a boston scientific quality engineer. The pictures were inconclusive, it only showed the device cage in basket position. The review of the images did not confirm the reported allegation. Boston scientific has made three attempts to retrieve the device however no response was received; the device is not expected to be returned; therefore, a technical analysis of the complaint device could not be completed. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk review: a risk review performed for the farawave device confirmed that the event of guidewire stuck is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of unable to exclude device problem. Boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.